Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a syringe would not connect to the bd insyte¿ autoguard¿ shielded IV catheter post insertion. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: unknown. Event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that a syringe would not connect to the bd insyte¿ autoguard¿ shielded IV catheter post insertion. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Review of the DHR¿s revealed that all required challenges samples, set-up and in-process testing was performed per specification in accordance with the quality sampling plans. Set-up and in process samples for adapter/connector defective/damaged were performed on various stages throughout the process, all the inspections passed per specifications. Review disclosed there were no related reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the event description. Conclusion(s): a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Conclusion(s): without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that a syringe would not connect to the bd insyte¿ autoguard¿ shielded IV catheter post insertion. There was no report of exposure, injury, or medical intervention noted.